Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. After a 035 non-bsc guidewire crossed the lesion, a 7x60x75 epic stent was advanced to treat the lesion. However, the device got stuck on the guide wire. Both the guidewire and the epic stent were removed together from the patient's body and both were exchanged to different devices. No patient complications were reported and the patient's status was good.